Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a pt had a catheter become disconnected; the adapter piece became disconnected from the transfer set. The pt put the adapter back into the transfer set. The pt reportedly required no medical treatment.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.